Event description:
It was reported that a tandem mobi cartridge alarm was triggered. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, which completed successfully, allowing the customer to reload the cartridge and resume insulin therapy. The issue was resolved.